Event description:
Customer's doctor reported via phone, the insulin pump had alarmed button error and the device had keypad anomaly. Customer's blood glucose was unknown. The device also had a large crack on the case. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the down and up arrow buttons due to moisture damage on the keypad traces noted. No unexpected button error alarms or alerts noted. The insulin pump has cracked battery tube threads, minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and missing the end cap sticker.